Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around a deformed helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was an attempted implant due to the helix not retracting after a repositioning attempt due to high threshold measurements and low amplitude. It was also noted that tissue was found in the helix. This lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was an attempted implant due to the helix not retracting after a repositioning attempt due to high threshold measurements and low amplitude. It was also noted that tissue was found in the helix. This lead was successfully replaced. No adverse patient effects were reported.